Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump alarmed for compromised force sensor system or insulin squirt out during manual prime. Drive support cap was flush. Customer¿s blood glucose was unknown at time of incident. Customer advised to discontinue use of the pump and revert to a back-up plan per hcp¿s instruction. Insulin pump will be return for analysis.